Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the right atrial (ra) lead exhibited loss of capture. At the time of the ra lead revision, it was noted the lead had completely dislodged. It was suspected that during initial implant the ra lead helix had not been well engaged due to the position of the right atrial appendage. After revision, the ra lead exhibited satisfactory measurements, and the ra lead remains in use. No patient complications have been reported as a result of this event.